Manufacturer narrative:
The returned valve was patent. It met the requirements for siphon, reflux, pressure-flow, pre-implantation, and leak testing. All performance levels could be set with a single attempt, and the valve did not spontaneously change levels during the course of analysis. Therefore the conditions of this complaint could not be verified by laboratory personnel. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records showed no anomalies. All valves are 100% tested at the time of manufacture. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that a patient was implanted with a ventriculoperitoneal shunt. According to the report the device reprograms spontaneously and the patient has experienced multiple resets. It was also reported the patient has had multiple episodes of behavioral difficulties, which have ultimately always been attributed to a shunt reprogramming. Reportedly the patient was admitted to the hospital after another shunt reprogramming and showed ventricular size to be well decompressed. During this time, the valve had not reprogrammed and was still at performance level 1.0. According the report, the patient had several hours of lethargy and vomiting and was brought into the hospital to remove the device and replace it with a fixed pressure valve on (B)(6), 2015. Reportedly, there was no injury to the patient.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. The instructions for use that accompany the device caution that devices known to contain magnets should be kept away from the immediate valve implant location, as they may have an effect on the performance level setting of the strata-type valve. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).